Event description:
A malfunction was reported with the pump making audible annunciations. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and a one-time pump replacement was provided for a speaker test malfunction. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs, which they acknowledged and understood.